Event description:
Reporter alleged that advantage blood glucose test strips were labeled with an expiration date of 02/28/2009. The manufacturer's records show the actual expiration date to be 02/29/2008. No actions or treatment were reported. A request was made for the return of the suspect device.